Event description:
The reporter indicated the surgeon implanted a vicmo 13.7mm implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vault. The lens was exchanged for a shorter length lens and this resolved the problem. Patient's last doctor visit on (B)(6) 2014, ucva was 20/22.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).